Event description:
It was reported that the customer received a button error alarm on the insulin pump. Buttons had not been pressed for 3 minutes or longer. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response, due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, a scratched reservoir tube window, and a broken belt clip slot.